Manufacturer narrative:
Concomitant medical products: 1158t-86 lead, implanted: (B)(6) 2009, 6996sq58 lead, implanted: (B)(6) 2004, 5067-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise. The lead had high/undefined pacing impedance with a confirmed fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.